Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, a guidewire was inserted into the patient and advanced to the left ventricle. While advancing the guidewire through the left ventricle, a straight wire caused a left ventricular perforation. Subsequently, an echocardiogram was obtained, which revealed a pericardial effusion. In result, pericardial drainage was performed, which returned fluid containing blood. The patient was then administered 2 units of leuko-reduced red blood cells and protamine to reverse the effects of the previously administered heparin. A second echocardiogram was then obtained, which revealed a decrease in pericardial fluid. It was then determined that the procedure should be terminated, as there would be potential for the patient to rebleed. Per the physician, the valve and dcs were never inserted into the patient.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the procedure, forward tension was applied to the guidewire, and the guidewire needed to be re-positioned throughout the procedure. It was noted that fluoroscopy was the only way the guidewire was monitored due to the perforation occurring at the time of valve crossing. Per the physician, the patients pre-existing aortic stenosis contributed to the perforation. Additionally, the guidewire used was not a medtronic device.